Manufacturer narrative:
The device has not been returned to zoll for evaluation. The customer's report was observed during review of the two screenshots that were provided by the customer. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.